Event description:
Per the physician, the patient was hospitalized (date not reported) for an infection and chronic drainage due to a hit to the head at the site of the implant. The patient was administered IV antibiotics (type not reported). The patient underwent surgery 2009 to ¿dissect out the necrotic tissue¿. The results of an integrity test done five days prior, indicate no evidence of device malfunction. Additional information has been requested, but was not available at the time of this report two weeks after the original date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutnl above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The result was submitted out of the laboratory. The sample was repeated and negative result was obtained. Patient results are provided. The customer did not report any issues or concerns in regards to patient or user attributed or connected to this event.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on an unknown date. The patient was reimplanted with another device on (B)(6), 2009. (B)(4).

Manufacturer narrative:
Implanted device remains.